Event description:
When using the autopulse nxt platform (sn (B)(6) for patient care for over 20 minutes, the nxt platform abruptly stopped compressions, with one green led remaining on the nxt battery, and the nxt platform displayed an alert yellow triangle indicator. After the nxt battery was replaced with a secondary one, compressions by the autopulse nxt platform resumed but stopped abruptly once again within two minutes of the battery changeout. The second nxt battery showed three green leds during the troubleshooting of the second failure, and the alert yellow triangle indicator was illuminated again on the nxt platform. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt lithium-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Section d4 (suspect medical device, serial #) was updated.